Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device originally paged because esophageal probe was not registering on device. Borrowed temperature cable from alternate arctic sun device and trying to being therapy but they keep getting alerts about fluid delivery line (fdl) open and air leak. Already tried disconnecting and reconnecting with no resolution. Patient temperature (pt) was 31.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 14.2c, water flow rate (wfr) was 0 liter per min. Patient was cooled during transport. Walked through stop therapy, empty and disconnect. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 14.1c, outlet control temperature (t2) was 14.1c, inlet temperature (t3) was 13.9c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 1.8 liter per min, inlet pressure (ip) was negative 2.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 101 and pump hours were 54.8. Disabled manual control, advised swapping out and sending to biomed for evaluation. New device set up and device primed to 0 liter per min. Placed in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 22.9c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 20.7c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 1.6 liter per min, inlet pressure (ip) was negative7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater was 72 percentage, water reservoir level (wrl) was 3, system hours were 155.2 and pump hours were 131.6. Advised device operating according to specifications without pads. Reconnected pads and water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was negative 6.3psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and restarted therapy with pads connected. Water flow rate (wfr) was 0 liter per min. Air leak alert. Advised swapping out to alternate set of pads. Patient currently getting echo. Nurse would replace once complete and call back if additional assistance is needed. Per follow up information received via task on 26may2026, spoke with charge nurse who denied any reported arctic sun issues over the weekend. There were no pads kept on the unit.